Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The physician selected a 3.0x24mm promus element stent. After the device was unpacked, the physician noted that the stent struts were sticking out. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred.the physician selected a 3.0x24mm promus element stent. After the device was unpacked, the physician noted that the stent struts were sticking out. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a promus element monorail stent delivery system (sds) with no original packaging. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. The first two proximal rows of struts were stretched and flared. The tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent or tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).